Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, a biopsy was taken without issue. However, while actuating the handle for a second biopsy the cups would not open or close. This was noticed while the device was outside the patient and it was suspected that a wire may have broken. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, a biopsy was taken without issue. However, while actuating the handle for a second biopsy the cups would not open or close. This was noticed while the device was outside the patient and it was suspected that a wire may have broken. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device code 430 relates to 1069 for the reported event of wire breakthe device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual examination found that the device returned with both pull wires detached from the jaw tang holes. One of the pullwires was broken and the other was deformed. Material analysis of the pull wires revealed that the deformed pull wire presented inflections correspondent to the z bend, and a reduction of the cross section at the z bend. The broken pull wire presented regions of mechanical marks, a reduction of the cross-sectional area, and separation of the wire due to tear/shear overload. No material anomalies were found. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire was broken. The specific cause of the failure cannot be identified at this time; however, an investigation is underway to address pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).